Manufacturer narrative:
Additional information: additional MFR narrative. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection of the hybrid board revealed the pc10 ultra capacitors leaked electrolyte onto the adjacent circuitry. Carefusion replaced the hybrid board to address the reported issue.

Event description:
It was reported to carefusion that the unit had a hardware fault 21 message being constantly displayed. The customer was unable to reset it. While in service, it was discovered that the unit leaked electrolytes. This reportable issue was discovered while in service, therefore there was no patient involvement.